Event description:
It was reported that the patient presented for lead revision due to noise on the atrial lead and ventricular lead. The patient experienced chest pain and palpitations prior to the procedure, but it is unclear whether this was related to the noise observed on the leads or not. The leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The field report of noise was confirmed. Final analysis found external insulation abrasion noted from 14.6 cm to 14.9 cm from the connector pin. All other damage found was sustained during surgical procedure. The lead was otherwise normal.